Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as a lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter migration. Unable to determined the root cause based upon the available information. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: snf. The current IFU (instructions for use) states: potential complications: migration of the filter. This may be caused by placement in oversized vena cava greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. Rnf. The current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine years post vena cava filter deployment, filter migration was identified. There was no reported attempt made to capture and retrieve the vena cava filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary embolus and scheduled to undergo bariatric surgery was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavogram was performed which identified both renal veins. A retrievable filter was passed through the sheath and advanced up to the level of l1. The sheath was pulled back and the filter was fully deployed below the renal veins. Completion venogram demonstrated the filter well expanded and well aligned. Approximately ten years post filter deployment, the patient with complaint of abdominal pain underwent exploratory laparotomy and ventral hernia repair. The patient tolerated the procedure well. Approximately one week post exploratory laparotomy, the patient was admitted to the hospital with complaint of abdominal pain. CT scan demonstrated a detached filter limb in the hepatic vein. Vascular surgery was consulted and stated filter retrieval was not currently an option since the filter was in place for over ten years. Patient denied right upper quadrant tenderness. The patient was discharged from the hospital approximately two days post admission with diagnosis of constipation and question of dislodged filter. Approximately nine days post hospital discharge; the patient was admitted to the hospital with complaint of abdominal pain, nausea and vomiting and believed the constipation was causing the abdominal pain. Repeat CT scan demonstrated an unchanged position of the ivc filter prong. Vascular surgery was consulted and as the filter and limb were unchanged in position, there were no plans for intervention and no need for repeat CT scan. Approximately three days post hospital admission, the patient did not have abdominal pain and was discharged home. Approximately ten years five months post filter deployment during infections disease consultation, patient history stated that the ivc filter was recently removed because it was dislodged. Image/photo review: as medical images were not provided, a review could not be performed.

Event description:
It was reported that approximately nine years post vena cava filter deployment, filter migration was identified. There was no reported attempt made to capture and retrieve the vena cava filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information received: it was reported after an unknown amount of time post filter deployment, the filter allegedly migrated to the liver and was successfully removed. It was further alleged the filter detached and limbs were removed percutaneously; however, a detached filter limb remained in the liver. The patient alleged to experience pain post implant. Based on a review of medical records received, approximately ten years post filter deployment, the patient was admitted to the hospital with complaint of abdominal pain and CT scan demonstrated a detached filter limb in the hepatic vein. Vascular surgery was consulted and recommended no intervention. Approximately ten years five months post filter deployment, during consultation, the patient history stated the ivc filter was recently removed.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary embolus and scheduled to undergo bariatric surgery was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavogram was performed which identified both renal veins. A retrievable filter was passed through the sheath and advanced up to the level of l1. The sheath was pulled back and the filter was fully deployed below the renal veins. Completion venogram demonstrated the filter well expanded and well aligned. Approximately ten years post filter deployment, the patient with complaint of abdominal pain underwent exploratory laparotomy and ventral hernia repair. The patient tolerated the procedure well. Approximately one week post exploratory laparotomy, the patient was admitted to the hospital with complaint of abdominal pain. CT scan demonstrated a detached filter limb in the hepatic vein. Vascular surgery was consulted and stated filter retrieval was not currently an option since the filter was in place for over ten years. Patient denied right upper quadrant tenderness. The patient was discharged from the hospital approximately two days post admission with diagnosis of constipation and question of dislodged filter. Approximately nine days post hospital discharge; the patient was admitted to the hospital with complaint of abdominal pain, nausea and vomiting and believed the constipation was causing the abdominal pain. Repeat CT scan demonstrated an unchanged position of the ivc filter prong. Vascular surgery was consulted and as the filter and limb were unchanged in position, there were no plans for intervention and no need for repeat CT scan. Approximately three days post hospital admission, the patient did not have abdominal pain and was discharged home. Approximately ten years five months post filter deployment during infections disease consultation, patient history stated that the ivc filter was recently removed because it was dislodged. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately ten years post filter deployment, CT scan demonstrated a detached filter limb in the hepatic vein. Approximately ten years five months post filter deployment during infections disease consultation, patient history stated that the ivc filter was recently removed because it was dislodged. Therefore, based on the provided information the investigation can be confirmed for a detached filter limb. The investigation is inconclusive for the alleged migration based on the provided medical records. Per the provided medical records, the patient had the filter implanted before bariatric surgery. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Event description:
It was reported that approximately nine years post vena cava filter deployment, filter migration was identified. There was no reported attempt made to capture and retrieve the vena cava filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information received: it was reported after an unknown amount of time post filter deployment, the filter allegedly migrated to the liver and was successfully removed. It was further alleged the filter detached and limbs were removed percutaneously; however, a detached filter limb remained in the liver. The patient alleged to experience pain post implant. Based on a review of medical records received, approximately ten years post filter deployment, the patient was admitted to the hospital with complaint of abdominal pain and CT scan demonstrated a detached filter limb in the hepatic vein. Vascular surgery was consulted and recommended no intervention. Approximately ten years five months post filter deployment, during consultation, the patient history stated the ivc filter was recently removed.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Unable to determined the root cause based upon the available information. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Event description:
It was reported that approximately nine years post vena cava filter deployment, filter migration was identified. There was no reported attempt made to capture and retrieve the vena cava filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.